Event description:
Consumer had a reaction to poli-grip. The skin of their mouth suffered a chemical burn, and as a consequence, they now have "chelitis." The doctor gave them "aphthous" to relieve the pain in their mouth. Consumer is a diabetic and because of the pain, they could not eat and their blood glucose went very low. Consumer used polygrip 1 and polygrip 2 with no problem. Consumer purchased poligrip 3 in june 2003. They used the tube for 4 days. It started burning their mouth and they purchased a second tube of poligrip 3. This tube they used for approx. 4 days. Later on, they realized both of these poli-grips were of the same code, although they were purchased in different stores.